Event description:
It was reported that the tip of the device broke-off in the patient and was not able to be retrieved. No other information available at this point. Follow-up investigation: the tip was not retrieved from the patient`s shoulder. There has not been any further issues reported related to this incident. Patient is doing fine to date.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event is typically caused by applying excessive force while grasping and manipulating suture or applying excessive leveraging forces. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.